Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. The technician who inspected the bed informed that the screws holding the side rail panel to the metal plate were ripped off. The damage occurred when the customer staff was trying to use the side rail to move the bed. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes information that the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. There was no information that any patient was involved when the bed was damaged. Arjo device failed to meet its performance specification since the side rail was detached. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The customer contacted arjo and informed about the damaged citadel plus bed frame. Allegedly, the left side rail was coming apart. The device evaluation conducted by the arjo technician confirmed that the left side rail was partially detached from the bed. The issue occurred when the customer staff was trying to use the side rail to move the bed. No injury was reported.